Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight months after the implant of this transcatheter bioprosthetic valve, it was reported the valve had migrated and resulted in moderate to severe paravalvular leak (pvl). It was reported that the initial implant depth was 4-8mm. Upon follow up, the valve depth was 14-11mm. Subsequently a non-medtronic valve was implanted. No additional adverse patient effects were reported.